Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat menorrhagia and pelvic floor relaxation with symptomatic rectocele. It was reported that the patient had a concurrent procedure of a laparoscopic supracervical hysterectomy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent an in-office mesh excision on (B)(6) 2004 and amp: (B)(6) 2004 and on(B)(6) 2004. The patient underwent a surgical procedure for mesh explant due to mesh eroded and injured rectum.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent the concurrent procedures of bso and posterior repair with correction of rectocele during mesh implantation. It was reported that the patient underwent mesh removal on (B)(6) 2004, along with posterior repair revision and perineoplasty due to mesh erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.